Event description:
It was reported that during a gastrectomy procedure at the roux-en-y anastomose, the donut could not be found. After that, they found that there was only one line stapled and an anastomotic leak. There were no adverse consequences to the patient.

Manufacturer narrative:
D4; h4, 6: information anticipated, but unavailable at this time.